Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit to which the customer reported that the unit sounded like it was leaking and that the timing was not accurate, along with visible condensation in the tubing. The fse could not duplicate the issue, verified that there was no condensation inside the pim and checked the tubing for any kinks, and none were found. The fse replaced the tidal volume disk as a precautionary measure, and verified all of the timing for ECG, pressure, pacer, fiber optic, and external ECG/bp. The fse believes that the leaking noise may have been the normal compressor sound when bleeding off extra pressure. All leak tests passed to specifications and all tests passed to factory specifications. Returned to the customer and released for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use the cardiosave intra-aortic balloon pump (iabp) had a helium leak, and the timing is not right. No patient harm, serious injury or adverse event was reported.

Event description:
Na.